Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed the device was unable to power up as normal. Physio determined that the cause of the reported issue, was due to a hybrid layer capacitor (hlc) battery, designator bt1. The terminals of the battery cell were burnt. The device was destructively tested and the a replacement device was sent to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.